Manufacturer narrative:
The device was received for evaluation. Visual inspection of the pump found the baxter serial number label had been removed and replaced with a customer printed label. Additionally, upon inspection of the device components it was found that the I/o board and processor board had been swapped out and belong to device serial number (B)(6). Component swaps are considered unauthorized service and thus the device is deemed unserviceable. A device history review revealed being received before and rendered unserviceable, issue that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device was identified to have a mismatched serial number label and unauthorized service identified as component swaps. No additional information is available.